Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump issue, volume discrepancy was reported; expected volume was 3.5 ml, actual volume was 12 ml. The cause of the discrepancy was unknown. Diagnostic testing included a roller/rotor study and x-rays. Catheter opacification and rotor procedure did not show any abnormality; the product issue was not resolved, and the cause was not determined. Patient symptoms or complications associated with the event included underdose symptoms, which were specified as less than 50% therapy relief. Actions required as a result of the event included planned pump replacement on (B)(6) 2014. The patient¿s status was reported as ¿alive ¿ no injury.¿ as of (B)(6) 2014, the patient had not yet had the pump explanted/replaced, but was doing well. Additionally, it was reported that the logs were read and motor stalls were seen. It was further reported that a cap (catheter access port) test was done to check the catheter connection to the pump, but no results were reported. The pump was being used to deliver morphine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis revealed that no pump anomaly was found.